Manufacturer narrative:
A customer contact reported there is no patient information available. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The bag to vent switch mechanism was repaired to resolve the reported issue.

Event description:
The hospital reported that the bag to vent switch is not working preventing mechanical ventilation. There was no report of patient injury.